Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/22/2014: the display is dim, faded and discolored.

Manufacturer narrative:
Submitted: 05/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the keypad cover was found to be torn from the up arrow button to the contrast button. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of contamination of the button contacts. The display screen was found to be dim, faded and discolored.